Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. During inspection for imaging core wind up, it was noted that the drive shaft was broken and there was windup within the telescope section of the device, beginning 130 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. H6 component codes, evaluation results codes, and h10 additional MFR narrative: corrected.

Event description:
Reportable based on device analysis completed on 28 sep 2023. It was reported that visualization issues occurred. The stenosed target lesion was located in the left main artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but the device could not show images. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. During inspection for imaging core wind up, it was noted that the drive shaft was broken and there was windup within the telescope section of the device, beginning 130 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm.

Event description:
Reportable based on device analysis completed on 28 sep 2023. It was reported that visualization issues occurred. The stenosed target lesion was located in the left main artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but the device could not show images. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.